Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified the failure mode as multiple hardware. The fse replaced the carbon bridge, sodium electrode and calcium electrode to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneous low na (sodium), cl (chloride) and calc (calcium) patient results on their unicel® dxc 600 pro instrument. The erroneous patient results were reported out of the laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data for review.